Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-02877.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to unknown reason. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.